Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 13.7mm vicm513.7 implantable collamer lens a -2.00 diopter, was implanted into the patient's right eye (od) on (B)(6) 2022. Excessive vaulting was observed. The cause of the event is unknown. Lens remains implanted.

Manufacturer narrative:
Additonal data: b5- on (B)(6) 2022 the lens was exchanged for the same model/shorter length lens and the problem was resolved. Status of the eye was reported as "all fine". Additional information provided was "patient is happy". Corrected data: d4-model#- vicmo13.7 should be corrected to vicm5_13.7. Claim# (B)(4).